Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a mechanical problem. The customer¿s blood glucose was 111 mg/dl. Troubleshooting steps were provided for pump error. Customer reports they were unable to clear the alarms and not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a no motor movement or negligible movement. Retries to free a stuck motor failed error and drive count or time values or changes incorrect for moving or coasting error alarm during rewind due to a jammed motor gearbox and corroded motor home switch. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarm.